Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown".

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "textured" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture was received on october 05, 2022, with lot number 2906261. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device. White encapsulation on the device. Wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
The device has been explanted.